Event description:
As reported by the user facility: customer reported infusion of romidepsin total volume 505.4 ml over 4 hours. Column of air to 6 inches below pump, no air in line alarm. Pump did alarm infusion complete. Customer does run a flush line off the pump into lower y site. No patient injury. MFR report #: 9610825-2014-00258.